Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was inserted and removed due to the lens flipping over once it was in the eye, and eye pressure. No specific details regarding eye pressure were reported. The lens was replaced with a different lens model and power. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned. Blood and solution is dried on the lens. Haptics and optic damage was observed. The root cause could not be determined for the reported complaint of ¿lens flipping over¿. Other lens damage was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
Additional information was provided that in the surgeon's opinion, the injector used could have possibly caused or contributed to the event. The event was resolved.